Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii." Device remains implanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leak, brown particles in the fill channel and white calcification outer device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii." Device has been explanted.